Event description:
Customer alleges the brakes will no longer engage. No injury alleged.

Manufacturer narrative:
Dealer stated that the brakes on the (B)(4) rollator will not longer engage. No injury alleged.